Event description:
During colonoscopy, application of resolution clip, the resolution clip wouldn't release as it should. Attempts to jiggle the clip resulted in the clip breaking with a portion of it remaining in the pt. No pt harm or serious outcome.